Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using the perclose proglide after an interventional procedure. Reportedly, an anterior cuff miss occurred. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the whole monofilament was returned loose and exposed at the anterior foot with the posterior cuff and needle tip still attached to the rail end. The link was found inside the anterior foot pocket. Based on the investigation findings, the link was broken at the posterior cuff, which resulted in a failure to retrieve the suture and could appear very similar to the reported cuff miss. The link connects the anterior needle to the suture and if the link is broken from the cuff, the suture will not be present during plunger withdrawal, the suture cannot not be retrieved, and the knot would not form to advance to the arterial surface to close the vessel. During testing, the needle plunger was retracted and one end of the link was found attached to the posterior cuff while the other end was attached to the anterior cuff which was pulled by the withdrawal of the plunger. Since the link was found crossing the anterior foot pocket, the posterior cuff could not go through the anterior foot pocket creating resistance during the plunger removal. This resulted in the link breaking at the anterior cuff. Therefore, based on the investigation findings, the probable cause for the link break is incorrect link assembly during the link loading process. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.